Event description:
It was reported that sometime post a port placement, damage was allegedly observed on the external part of the catheter. Fluid leakage was confirmed by flushing with saline before administration of the drug. Reportedly, the port was removed and replaced. There was no reported serious injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a port placement, the damage was allegedly observed on the external part of the catheter. It was further reported that the fluid leakage was allegedly confirmed by flushing with saline before administration of the drug. Reportedly, the port was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: one broviac s/l catheter was received for evaluation. Microscopic, visual, tactile and functional testing were performed. A complete diagonal break was noted at the distal end of the catheter. The distal catheter segment was not returned. The edges of the complete diagonal break on the distal end of the catheter were noted to be uneven. The surface was noted to be glossy with striations throughout. The catheter was patent to both infusion and aspiration without issue. No leaks were observed throughout both tests. Hydrostatic pressure was applied by clamping the distal end of the catheter while infusing to observe for leaks and ballooning. None were observed. Therefore, the investigation is unconfirmed for the reported fracture and fluid leak as no anomalies were noted to the returned sample. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.